Manufacturer narrative:
Additional info will be submitted upon 30 days of receipt.

Event description:
The distal section of the coil, of a stabilizer radiolucent guidewire, was stretched and fractured. This was noticed when the product was removed from the sterile pouch. The packaging was fine before it was opened.